Event description:
In 2003, operator was stuck in the hand in the process of changing the needle on the advia 120 autosampler. The operator was following the correct protocol for changing the needle; however they were accidentally stuck while putting the safety shield over the needle prior to removing it. The operator filled out an incident report and is being followed by employee health. In addition, the operator had baseline testing for hepatitis and hiv that will be repeated in six months. Bayer diagnostics personnel conclude that there is no need for corrective action. The advia 120 operator's manual includes proper warnings and instructions for this procedure.